Event description:
It was reported that the user experienced low blood glucose after a meal announcement when the pump delivered insulin, and discussion with the healthcare provider determined the user had been entering incorrect meal sizes; support guided the user through a factory reset and provided education on meal announcements. Symptoms included hypoglycemia, with a reported low of 50 mg/dl requiring treatment with fast-acting carbohydrates until glucose returned to 141 mg/dl. Outcomes included minor injury of hypoglycemia with no long-term health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to meal-size entry on the user interface, and an improper or incorrect user procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.